Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lcx exhibiting 85% stenosis. The device was prepped as per IFU prior to use with no issues noted. During the surgery, the lesion was pre-dilated, but the endeavor resolute device failed to cross the target lesion. The physician gave up the procedure. No patient injury reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared indicating that it may have been stubbed during advancement. The 5th proximal stent segment was deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (85% stenosis), inherent risk of procedure (stent deformation), deformation issue. Conclusion: device failure related to patient condition (85% stenosis), known inherent risk of a procedure (stent deformation). (B)(4).